Manufacturer narrative:
Concomitant continued: sdr303b ipg implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.